Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio/beep anomaly. The customer was assisted with beep/vibrate anomaly troubleshooting. The customer's blood glucose level was unknown at the time of the incident. There was a constant high pitch tone. The insulin pump was beeping during the call. Due to unresponsive buttons, the utilities menu could not be accessed. Troubleshooting for button error/keypad anomaly was performed. Trying to deliver a bolus was the significant event leading to the event. The time clock advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was tested with no audio/beep anomaly noted. Insulin pump was received with cracked reservoir tube lip, stained address/serial number label and minor scratches on display window noted.